Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer stated that she was sitting on the computer and thought it was a no delivery. Customer does not recall any significant events leading up to the alarm. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened dome switch on the escape and act buttons. No button error alarm noted. The lcd connector was inspected and no anomalies noted. The insulin pump had cracked case on the display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tube window, broken reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.